Event description:
The customer reported a motor error alarm during a bolus delivery. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test, but passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.